Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/02/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that the area where the sensor was placed on the abdomen was inflamed, blistered and bumpy. Patient stated they developed reactions to dexcom about one month after beginning use of the product but do not get reactions at their insulin pump sites. On (B)(6) 2016, the patient consulted with their healthcare provider and was prescribed kenalog for the reaction. Patient was also recommended the use of tegaderm as a skin barrier. At the time of contact, the patient was recovering. Additional event or patient information is not available. No product or data was returned for investigation. However, a photograph of the skin reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.